Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: brief inquiry description: slits/slices/cuts in bloodline detailed inquiry description customer is reporting three incidents of slits or cuts found in line. No injury reported.

Manufacturer narrative:
Event 2: a thorough investigation could not be performed without a sample, photograph, or video of the reported event to evaluate. Therefore, no root cause is able to be determined at this time. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed.